Manufacturer narrative:
The aware date is used as the date of analysis performed, as the event is reported based on evaluation findings. H3: product analysis: evaluation could not reproduce the reported malfunction of poor rotation. However, it was noted that it was not able to insert smoothly due to breakage of the bearing; the scratches and laser markings are not good. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  device with the report of loss of power. It was unknown if there was any patient involvement or complications as a result of the event.